Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that when the patient was on the right side, it felt like their right testicle was being smashed. Patient mentioned stimulation was painful, and changed to the left side and that it was way better and was currently on 1.7. Patient stated that they had voided twice since being on the left side, they were both 150 cc's but when they catheterized they got 850 out each time. Patient saw the settings not available screen on their external neurostimulator (ens), and troubleshooting did not resolve the message. No further complications were reported.